Event description:
During a sigmoid colectomy procedure, the stapler fired across the tissue properly at the beginning and end of the staple line. However, in the middle of the staple line, approx 3 staples did not form at all; the legs remained straight. The dr used another device to complete the case. There were no pt consequences.